Event description:
It was reported that during procedure, the device's handle section and shaft separated upon insertion of the optical viewing tube. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly analyzed. A visual inspection revealed that the shaft was detached from the device, and the needle was bent, kinked, or damaged at the proximal end. The syringe was not returned with the device. Due to the shaft being detached, mechanical and functional tests could not be performed. During the visual inspection, adhesive was found throughout the opening of the shaft bearing, which accommodates the large shaft hypo tube. In manufacturing, adhesive is applied to the large shaft hypo tube, and the bearing is slid over this adhesive to form a bond. Any excess adhesive is wiped away. The presence of adhesive in the bearing confirmed that the bonding process was performed correctly, indicating that a bond was formed between the bearing and the shaft at the time of manufacture. The bearing is adhered to the shaft on the shaft subassembly, which includes a 5 lbf minimum tensile specification for bond strength. At the time of the event, the bearing may have been exposed to forces that exceeded this minimum requirement, causing the bond to fail. However, since the bond had already failed when received, it is not possible to determine how much force was required to break the bond. The evidence from the product record review did not identify any potential product quality issue or new patient harm. Therefore, it can be concluded that the most likely cause of the event is random component failure of the loctite 4305 adhesive. The device history record (DHR) review confirmed that the device met all manufacturing specifications; therefore, the failure was unlikely related to manufacturing. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure, the device's handle section and shaft separated upon insertion of the optical viewing tube. The procedure was completed using another of the same device. There were no patient complications.